Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7321592. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief by the end of the trial period. It was suspected that the spinal cord stimulator (scs) trial leads had migrated. The trial leads were removed, and the patient was reported to be doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.